Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with there being a difference between the sensor glucose reading and the blood glucose reading. Customer's blood glucose level was 250 mg/dl. The sensor glucose reading was 63 mg/dl. Troubleshooting was performed and it was advised that the differences indicate momentary pressure on the site that was eventually relieved. Customer was also advised that the issue is an isolated sensor glucose vs. Blood glucose event. No additional information provided.